Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving the patient inaccurate high readings as compared to her feelings/normal results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that she tests between two to three times a day and that her normal readings range from "100-150mg/dl". The patient takes two types of insulin: 9units in the morning and 40units in the evening of 70/30 and 2-10units of regular if readings are at 150mg/dl or above. At an unspecified time in the evening of (B)(6) 2012, she obtained the alleged high reading of "280mg/dl" and took her usual dosage of insulin, 40units of 70/30, in response to the reported issue. The following morning, she tested her blood sugar and obtained a "normal reading of 129mg/dl". She then ate her breakfast and gave herself her usual 9units of 70/30 in the morning. Shortly after, the patient claimed to have developed symptoms of "sweats and difficulties in standing" which are symptoms she "normally associates with low sugars". The patient then "ate some crackers and lay down" and a few minutes later, "felt better". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have the test strips available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms of severe hypoglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.